Event description:
Patient was revised to address pain, positive signs of alval, high ion levels, osteolysis, and loosening of the cup. **update: (B)(4) 2013 - litigation papers received. Litigation alleges discomfort and limited mobility. There is no additional information that would affect the outcome of this investigation. *update has been electronically attached to the complaint document. Update rec'd (B)(4) 2014- pfs and medical records received. Revision operative notes confirmed osteolysis, metallosis, and cup loosening. Stem anterversion was also noted. The stem is now being reported. (See comments.)there is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes cc4ht1000, 2361700, and 2450232 did not reveal any related manufacturing anomalies. No additional reports were found against the femoral stem. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.